Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated on alternate instrument systems with alternate methodologies. Samples were run on an abbott I-stat instrument prior to testing on the stratus cs and a beckman access after running on the stratus cs instrument. In both instances lower, negative results were obtained. A cardiac catheterization was performed on the patient. The catheterization results were negative. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data as well as lack of characteristic rise and fall pattern or the sequential results strongly indicate that the cause for the falsely elevated troponin I result is non-specific binding antibodies in the patient sample. The IFU for stratus cs cctni testpak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required